Event description:
It was reported the patient's ((B)(6)) system was explanted (reference MFR report: 3008829311-2017-00825). As the physician was removing lead lot ab1314, it broke and part of the lead remained in the patient. No interventions are planned to remove the partial lead.